Event description:
(B)(4). Event occurred in the united states. It was reported that while using the bathroom patient's infusion set's tubing got disconnected at the tubing connector. The site was at the patient's abdomen and the pump was located on the waist. The infusion was used for two days. There was stress or pull on the tubing as the patient pulled down the pants when tubing came out of the tubing connector. The pump was not dropped with the set connected to the patient's body. No further information available.